Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 733752, serial/lot #: unknown) no parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that intermittent tracking of the straight suction. The instrument would track when in the sinus, but not when it was above the face. The flat emitter was further under the shoulder than normal because patient had a short neck, potentially pushing the emitter closer to the metal in the bed causing interference. No impact on patient outcome. There was no delay. Omitted. The manufacturer representative (rep) was able to recreate the issue by pushing on the flat emitter edge without a patient present. On (B)(6) 2021 there were issues tracking the straight suction throughout the case. The only work around was to use the microdebrider em blade which tracked flawlessly.

Manufacturer narrative:
H2: lot # updated from null to 603001615. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.